Event description:
It was reported that there was oversensing and noise on the ventricular lead which was reproducible during pocket manipulation with the patient. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(4) 2012 10:58:13. Oversensing was noted as 11 ventricular non sustained tachycardia episodes at <=210 ms occurred between (B)(4) 2012 07:47:54 and (B)(4) 2012 18:50:38. Interference/noise was noted as the ventricular short interval count was 50.1 counts avg/day, in 101.03 days, between (B)(4) 2012 10:01:59 and (B)(4) 2012 10:46:50.